Manufacturer narrative:
The country of origin is (B)(6). The customer's meter was returned for investigation. A functionality display check was performed; the meter beeped when it was powered on but the display had numerous rows of black pixels. The returned display assembly was removed and replaced with a retention display assembly and found that the exchanged display performed as expected. An issue with the display assembly was found to be the cause the of the event.

Event description:
The initial reporter complained of a display issue with accu-chek inform ii meter serial number (B)(4). The display issue complained about could cause results to be misinterpreted. The customer complained that the display showed 'cross-sections' in several places. The meter could still be used for measurements, but the results were only seen partially and thus misinterpreted. The customer gave an example stating that 'the crossbar in the display is exactly in writing.'